Manufacturer narrative:
The reason for this revision surgery was to remedy a loose implant and a tight shoulder after 5.4 months of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 65th complaint for this part number: 33 due to dislocations, nine due to trauma, seven due to infection, four for dissociation, three due to instability, two due to pain, one for subluxation, one for hematoma, one due to poor bone quality, one for loose joint, one due to impingement, and one for a dropped implant. This is the first complaint for this lot number. The root cause for the loose implant was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the pt's implant was loose, resulting in a tight shoulder. This was not a product failure.